Event description:
Us MDR FDA: it was reported during a routine follow-up that the technician was unable to perform r wave measurements or a threshold test. A manual guided reset procedure restored the device and no additional anomalies were observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).